Event description:
The facility's nurse manager reported that an I-pimp was a runaway pump resulting in an overinfusion during pt use. The pt was received on the gynecologic floor at 1630pm with stable vital signs. Pca (pt controlled analesic) was initiated at 15:40pm in pacu (post anesthesia critical unit). The pca was connected to the main IV, d5.45 with 20kci, at the y sights closet to the pt. A total of 0.7mg loading dose (a 3.0mg bolus and a 0.4mg bolus) dilaudid was given in the pacu. The nurse, who received the pt from operating room, noticed seeing the release pca button on the screen several times between 1630 and 1900. Several times (4 or 5) the nurse disconnected the pca button out the ipump, reconnected it to the pump, and then pressed start. The pca button was not swapped out or exchanged with another pca button. The nurse heard multiple audio alarms during this same time frame. According to the nurse, the tone (alarm) from the ipump sounded like the button was pushed. At this point the nurse describe the pt condition as "sleepy" and took the pca button away from the pt, hanging it over the IV pole. At 1845 the pt was described as arousable, is (incentive spirometer) tx was given. Pt was monitored on pulse oximeter and non-invasive bp cuff every 15 minutes. Pt was not given any additional pain medications. Change of shift occurred between 1900 and 1930. Alarms were heard and troubleshooting of the pump continued. The pca button was taken out and placed back in the device by the nurse. The pca button was placed back in the pt bed. At 2030 an rn caring for the pt's roommate entered the room to see the roommate. This nurse heard an audible, snoring, breathing pattern from the pt and went to make an assessment of their condition. The nurse assessed respirations of 8 and described the pt as "barely arousable." The pt was not able to maintain conversation. The nurse found the pca button in the pt's bed but not in the pt's hand. The pts blood sugar was checked with results of 217 and 212. IV fluid continued, dextrose 5% and 0.45 saline @ 8 hour rate. Oxygen was administered at 2l/min. Per nasal cannula. Pulse oximeter was 99%. The pt did not require manual resuscitation for oxygenation. The pt was not reported to be confused. Narcan was administered x1 at 2300. The md was called and the pca was ordered discontinued. Oral meds were started. The nurse took the dilaudid out of the pump and measured the amount left at 96cc. Staff calculated that in the 4-hour time frame the pt received 12cc of dilaudid. The pt was discharged home in 2 days. Staff states length of stay was not affected. Following the incident, the nurse tried to shut the pump off at the nurses station and the pump turned itself back ont wice. The nurse took the battery out and placed the battery back in the pump in the morning. No additional information is available.